Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer administered a correction injection to address bg. Customer reverted to an alternate method of insulin therapy.